Event description:
The aus device was implanted. The balloon was revised and a tandem cuff implanted. The connector was revised. The tandem cuff was revised. The pump was revised. The balloon was removed from the pt and replaced due to "inadequate pressure of balloon-recurring incontinence."